Event description:
Unable to withdrawal shockwave balloon or advance and tip of balloon broke. Unsuccessful attempts to trap the balloon shaft within guidewire. All attempts unsuccessful. Required emergent open-heart surgery and removal of shockwave balloon.